Event description:
It was reported that a pump malfunction occurred, resulting in a dark screen that would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a known working power source and provided information to complete the pump reset. After reset, the pump screen turned on, and the customer was advised to continue using the pump and to call back if the malfunction code recurs. The customer understood the guidance.